Manufacturer narrative:
Customer was unable to complete control solution testing as solution was expired.

Event description:
Customer reported receiving blood glucose results of 138 and 179 mg/dl within a ten minute period. As the comparison exceeds the 20% variance allowed by the MFR, a malfunction will apply. Testing was conducted on fingers.